Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, capsular contracture, and seroma-late.

Event description:
The doctor reported:right breast: repeated seroma, rupture confirmed by CT scan and MRI and capsular contracture grade iii. Device has been explanted.